Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sheath of the needle on the subject device was apparently bent, and the needle perforated the sheath during release. The issue was found during a diagnostic endobronchial ultrasound (ebus) with sedated patient. There are no broken parts inside the patient. The procedure was completed with similar device. There were no reports of patient harm associated with the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection, therefore the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.